Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing was noted on the right atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial lead was reprogrammed.